Event description:
The following has been reported by customer: "patient incident". A pump come in for the error (speaker error 51) after being involved in a patient incident on the (B)(6) 2025. Customer exported logs and saw "error number: ID 51: speaker error at the time of the incident, and also on the (B)(6). Reported issue: spontaneous pump failure while running noradrenaline with error code "error51-0001!!! Speaker" pump immediately stopped infusing medication. Drop in pt blood pressure occurred while transitioning to another pump. Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of a CAPA. Corrective actions are currently being implemented in the manufacturing process. Device log history was not provided therefore no review could be performed, but it's not necessary because it's a known issue. Error 51 on the agilia connect range is a known issue for which an internal CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components: flexible ic flex binder assembly (which includes the speaker and binder socket) and power supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. According to provided information, power supply board and loudspeaker have been replaced that solved the issue (the quality control is conformed). Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. This complaint is considered as: valid. The trend is: normal.